Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was in place in the laa and was deep seated. A 33mm watchman laa closure device & delivery system was advanced into the laa. The closure device was deployed, but it was too deep and was partially recaptured. A pericardial effusion was seen in the distal lobe of the laa. The procedure continued and the closure device was successfully implanted. A pericardial puncture was performed which removed 800 ml of blood. The patient was stable during the entire procedure and has since been discharged from the hospital in good condition.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was in place in the laa and was deep seated. A 33mm watchman laa closure device & delivery system was advanced into the laa. The closure device was deployed, but it was too deep and was partially recaptured. A pericardial effusion was seen in the distal lobe of the laa. The procedure continued and the closure device was successfully implanted. A pericardial puncture was performed which removed 800 ml of blood. The patient was stable during the entire procedure and has since been discharged from the hospital in good condition.